Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A device history record (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant products: carto 3: (serial and model # unknown). Stockert generator: (serial and model # unknown). Cool flow pump: (serial and model # unknown). Lasso nav eco catheter: (lot and model# unknown). Customer disposed of. Soundstar catheter: (lot and model# unknown). Customer disposed of. 8f preface sheath: (lot and model# unknown). Customer disposed of. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter (lot number unknown) and suffered pericarditis. The patient¿s medical history is unknown. The afib procedure was completed without incident and the patient was instructed to take oral anticoagulants post-procedure. During a follow-up visit, the patient was diagnosed with pericarditis. Due to the anticoagulant given after the procedure, the physician placed a pericardial drain as treatment and stopped the medication. The drain was in place for two days and the patient was placed on indocin for the inflammation. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possible device-related. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.